Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Event description:
The device history record (DHR) review was completed and there was no nonconformance found related to this event. At 2009, there has been no response from the health care provider/surgeon after repeated attempts to contact for additional information and return of the product for evaluation.